Event description:
It was reported that during device preparation, the stent dislodged during removal of the protective sheath. No resistance was felt during removal and it wasn't noticed that it was removed until the stent delivery system was at the lesion and the stent could not be visualized. Upon checking the back table, the stent was found in the protective sheath. There was no adverse patient sequela and no clinically significant delay in procedure. Another mini vision was used successfully to stent the lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.